Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Device history record (DHR) review: based on the results of the investigation all released devices from the associated work order(s) including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicm5_12.6 implantable collamer lens, -04.00 diopter, in the patients left eye (os), on (B)(6) 2019. It was reported the patient had blurred vision one week after surgery and the surgeon suspected postoperative endophthalmitis. The surgeon performed an anterior chamber washout and infused the anterior chamber with bss containing vegamox diluted 20-fold. The inflammation subsided. The lens remains implanted. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).